Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a thrombectomy procedure a check saline supply error message was displayed. An angiojet solent omni catheter was selected for a thrombectomy procedure to treat thrombus in the iliac artery. After starting thrombectomy, the system kept displaying a check saline supply error message after 2-3 seconds of thrombectomy. The procedure was completed with another of the same device. No patient complications were reported and the patient's condition was fine.